Event description:
Customer reported the #1 pin is twisted and there is blackening on the inside of the device base. Customer stated cleaning the device base with bleach wipes and had to check to determine when device was cleaned last. A request was made for return product and replacement product was sent,